Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Device evaluation found the reported issue was reproduced. Inspection found damaged cable , charge coupled device (ccd) and the coupler cannot be secured with the latch lever. Based on investigation results, the inspection by the repair department confirmed that the cable and ccd were damaged in the actual product. Therefore, it is assumed that the image function did not function normally due to the cable and ccd damage and that ¿images cannot be recognized" occurred. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) of the subject product was reviewed. As a result, no abnormality was found. [Section where IFU applicable for ¿images cannot be recognized¿. Chapter 4 operation(warning) if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. If the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Chapter 4 operation(warning) if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. If the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
It was reported the camera head had an unclear display; unable to recognize any images. There were no reports of patient harm.

Manufacturer narrative:
E1 postal code: (B)(6).